Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient went to the hospital after hearing the alert. The alert sound was identified as the "no condition met" sound, which is actuated when the device enters a magnetic field. The device remains in use. No patient complications have been reported as a result of this event.